Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the patient had 2 endeavor sprint stents implanted in the rca successfully. Approximately 4 years post index procedure, it was reported that the patient died. The cause of death and device relationship is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.